Event description:
Additional information was later received indicating the patient received multiple inappropriate shocks as a result of the oversensed noise on the rv channel. No additional adverse patient effects were reported.

Event description:
(B)(4) received information that this patient presented to their clinic with dizziness and shortness of breath. Their cardiac resynchronization therapy defibrillator (crt-d) was interrogated and found to be oversensing noise on the right ventricular (rv) channel that led to pacing inhibition and asystole greater than two seconds. The noise was observed only when the patient was in a specific position. The patient's crt-d was explanted and replaced and a new rv pace/sense lead implanted with the patient's original rv lead being used to deliver tachy therapy. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
--